Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter. Device evaluation summary: post market vigilance (pmv) led an evaluation of one stapling adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No initial visual abnormalities were noted for the adapter. During functional testing, it was noted that the adapter could not articulate to the left. A pmv representative loading unit was applied to test media with proper transection and stapling. A broken weld was noted on the articulation housing that couple the articulation link with the transmission. A process enhancement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; the adapter would not articulate the reload. There was no patient involvement.